Event description:
Discordant immulite 2000 free beta hcg (fbc) and pregnancy a protein p-a (papp-a) results were obtained on a patient sample. The results were reported to the physician. Upon retest the corrected result was reported to the physician. There is no known report of adverse health consequences due to the discordant free beta hcg and pregnancy a protein p-a results.

Manufacturer narrative:
Siemens application specialist (tas) and global support specialist (gps) evaluated the immulite 2000 instrument data. Analysis of the instrument data indicates that the cause of the discordant free beta hcg and pregnancy a protein p-a ( papp-a) results are unknown. The instrument is performing within specifications. No further evaluation of the device is required.